Event description:
It was reported that a malfunction alarm occurred. There was no reported impact on the customer's blood glucose level, as no information was available. The device was planned to be returned by the customer, and a replacement pump was arranged. No further information about the outcome of the event was received.